Manufacturer narrative:
Baxter medical director assessment: 2008. Floseal contains gelatin granules and thrombin. Both components do not induce granuloma growth, nevertheless if excess product is not irrigated after hemostasis has been achieved, the remaining excess gelatin-blood clot may provide a matrix for cell ingrowth. In other words, one cannot exclude that the presence of excess of floseal has contributed to the granuloma formation. There are no inconsistencies with the floseal labeling, since removal of excess by gentle irrigation is recommended in the IFU. Follow-up information is required to determine if surgeon has removed the excess of product, or not. In case he has not retraining regarding the need for removal of product excess is recommended. We are still in the process of obtaining additional follow-up on the case and will submit a follow-up report upon receipt of the additional data.

Event description:
Patient information: female. Other known medical problems: leiomyosarcoma. Date of initial surgery: early 2008. How applied: standard applicator. Floseal was used in supracervical hysterectomy, (not done by reporting md). Reporting md did a reoperation (the following month) for lymph node and cervix removal and noted diffuse lesions on peritoneal surface. (Tasseous granulomas) he removed - per path report all granuloma tissue was benign. Therapies or non-drug treatments used: granulomas removed during second surgery. Status of patient: path report - benign.